Event description:
It was reported that the catheter separated during removal. A 5cm portion of the catheter was left in the pt. A decision has not been reached on whether to remove the piece of catheter. There were no pt complications.